Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that on (B)(6) 2011 the catheter had been placed into the pt's right subclavian vein in the operating theatre and was used without issue. During removal in the intensive care unit, the soft blue flex tip separated and stayed in the pt. The pt is fine but under medical supervision since the tip remains in the pt. There was a delay in treatment and no pt death. The pt is currently fine. On (B)(6) 2011 - f/u info states the piece was not removed and will stay in the pt because there have been no complications and the pt's health is delicate.